Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophageal stent placement procedure within a patient with esophageal cancer on (B)(6), 2010. According to the complainant, the stent system was introduced into the patient, however due to the tightness of the stricture, it was unable to cross the lesion. The stent was not deployed at all. The stent device was removed from the patient, and the stricture was dilated. However, it was discovered that the introducer tip had detached from the delivery system into the patient's stomach. No attempts were made to retrieve the tip, for the physician had no concerns about allowing the detached tip to pass naturally. The procedure was not completed at this time. At a later date, the physician will conduct a barium swallow to determine if stenting is necessary. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4): (no code available) for the reported issue of stent difficulty crossing lesion. (B)(4): for the reported issue of tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.